Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that during a follow-up call the patient mentioned that they noticed their symptoms were worse when the device was off. When the patient turns the stimulation on, they have discomfort and pain in their labia left side. It was suspected that the discomfort might be from overstimulation. The patient adjusted their stimulation down from p1l4 to p1l2 and was advised to hold their stimulation at this level for a week and track their symptoms. The patient is going through 6 pads per day and is taking myrbetriq. The patient reported no longer experiencing pain in the labia after stimulation was decreased. They were able to reach the toilet more often with less leaking. Stimulation was decreased again by 3 clicks on level 2, and the patient will follow up as needed. There were no additional patient complications.